Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that post discharge from an ablation procedure to treat atrial fibrillation, the patient was noted to have access site infection at the groin. A faradrive steerable sheath clear was used in the procedure. A blood culture was performed, and antibiotics were administered to the patient. The product is not expected to return as it was disposed.